Event description:
Healthcare professional reports results outside the reportable range high with the hemochron response coagulation system. Pt test generated results of >1500 seconds in the first well, the second well generated results of 400-600 seconds which are within range. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted 08/25/2014 references itc complaint (B)(4). Associated tube lot numbers are unk at this time. Method codes: actual device was not evaluated. Process eval performed. One ncmr was identified for the instrument. No related complaint trends identified. Itc has requested all data required for form 3500a.